Event description:
See info initially reported for this event in MFR report 3007566237-2011-02617. The pt underwent surgery to reposition the ins on (B)(6) 2011. Pre-op impedance measurements revealed that pairs involving electrodes 5 and 6 had impedance greater than 40,000 ohms. When removed from the pocket it was possible to charge the ins and get eight coupling bars. When the ins was placed back into the pocket six coupling bars were obtained. The ins had been moving in the pocket; there was one suture that was securing the ins and it wasn't tight enough. The extension had coiled up in front of the ins. Upon ins removal the left side extension (0-3) came out still attached to the pocket adaptor. It had severed into two pieces. The distal portion of the extension remained and was still attached to the lead. When reviewing the x-ray that had been obtained on (B)(6) 2011 it was possible to see that the extension was broken. The 0-3 port on the adaptor was plugged, a new extension was connected to the adaptor and the ins pocket was moved to the abdomen. Post-op, the pt was getting coverage for both feet using just the right side (4-7) lead. Some coupling bars were achieved in recovery though there were bandages present. Post-op impedances were in normal range for 4-7 though the group impedance was greater than 40,000 ohms despite the pt reporting good stimulation coverage. A f/u appointment had been scheduled for (B)(6) 2011.

Manufacturer narrative:
(B)(4).